Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, while loading lens was scratched by the inserter. Subsequently the lens was removed during initial procedure and completed with another lens. There was no harm to the patient. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a scratched lens by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).